Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver swapped out only the set without also swapping the bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a caregiver reused single-use supplies during set-up of peritoneal dialysis therapy. The caregiver reported that they had replaced the set without replacing the bags. The caregiver had then connected the patient to the setup for therapy. The technical services representative reviewed proper procedures with the caregiver and advised the caregiver to end therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.